Event description:
It was reported that the customer experienced a low blood glucose level of 46 mg/dl. To address the low blood glucose, the customer consumed carbohydrates. Suspected cause was due to the customer¿s settings requiring adjustments. Technical support helped the customer update the target blood glucose setting and advised checking with the customer¿s healthcare provider whenever settings are updated. The customer understood and acknowledged the guidance.